Event description:
It was reported that during the sixth ablation, while the device was programmed to aair/dddr mode, the customer noted that the device started to pace unexpectedly. The ablation was stopped. The device was checked, with thresholds and sensing good, but the device had switched on the atrial lead during the ablation, going from bipolar to unipolar. The atrial lead was programmed back to bipolar and therapies were programmed off, and the following ablations did not reproduce the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: a 5086mri implantable pacing lead: (B)(6) 2013. A 990078 ablation catheter: (B)(6) 2014. (B)(4).